Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 245 (mg/dl). Customer administered boluses to treat bg levels. Reportedly, cartridge uses humalog and is changed every 3 days and customer fills with cold insulin. System check with tandem technical support noted cartridge change and low insulin alerts in the pump history. Customer was reminded that humalog is indicated for use up to 48 hours and that room temperature insulin should be used. Customer acknowledged.